Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be a result of over inflation and/or extended indwelling periods. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheters ifus are found to be adequate based on past reviews.

Event description:
It was reported when a foley catheter was removed it was found that the balloon had collapsed on itself. It was also noted that a ring had developed around the end of the foley by the balloon, which made it difficult to remove. The rapid response nurse mentioned that she had seen it happen before, but never reported it.